Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump would stop alarming, but would continue delivering insulin. The customer's blood glucose level was 2.8 mmol/l at the time of the incident. The customer was advised to drink something to treat the blood glucose levels and was informed that they will receive call back to troubleshoot the issue. The customer did not return the product back for analysis.